Event description:
Customer reported that she had unexplained low blood glucose. Paramedics where called to assist customer at home for the low blood glucose. The blood glucose reading was 25 mg/dl when the paramedics arrived. Customer stated that she passed out and paramedics were called. Customer stated that later at night her blood glucose was 500 mg/dl and her insulin pump was alarming button error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump monitored in oven for several hours and no button error alarm noted.